Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said their neurologist wanted them to have an MRI, so they needed an MRI eligibility form. Agent reviewed MRI guidelines and that patient could enter MRI mode instead. Agent had patient enter mystim rc app and patient first saw not found, but tried again and was able to connect. Patient commented since implant the communication had been "finnicky"; patient clarified they typically wouldn't connect on the first try and charging would take a long time. Agent walked patient through entering MRI mode and patient saw eligibility cannot be determined with a code of 05906000000. Agent consulted with tech, and code was referring to ins location. Patient clicked on system details in MRI mode and said implant location was "subclavicle" and lead tip location was cervical. Agent reviewed MRI eligibility cannot be determined info and the patient was redirected to their healthcare provider.